Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump stopped working after a bolus, with the screen going blank and no alarms visible due to the customer being blind. The pump beeped six times prior to the issue. The customer reported no adverse event. The event involved product mmt-723rnas. Troubleshooting was performed, and the customer was informed of the battery type and instructed to inspect the battery cap, compartment, and spring for damage or corrosion, all of which were found to be in good condition. A new battery was inserted, and the display returned, resolving the issue. The customer was advised that a courtesy battery cap would be shipped and to monitor the product. No harm requiring medical intervention was reported. No product return is required for mmt-723rnas.